Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) bopt6510, (3i t3 tapered implant 6/5 x 10mm) for evaluation. Visual evaluation was performed , slight wear found on the collar and [internal] drive feature however, no damaged drive feature has been identified. Functional testing with an in-house mating component was conducted; a healing abutment seated as intended. DHR review was completed for the subject lot number 2023030793. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030793 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: damaged drive feature. The customer did not submit images for the reported event. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No damage was identified. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #15 was removed as crown was not seating. General dentist could not seat crown sent to our office. We attempted to seat again & found there is internal distortion. Internal damage, the metal is distorted, meaning it is not its original shape but has been stripped in a way. Symptoms as a result of the event: bone loss.